Event description:
When the 14/12 mm amplatzer duct occluder (ado) was being released from the delivery cable of the amplatzer torqvue 180 delivery system, the delivery cable fractured and a portion of it remained in the ado which required the patient being sent to surgery for removal of the ado with the fractured delivery cable.

Manufacturer narrative:
Gtin number: unknown. (B)(4). Sjm could not evaluate the delivery system involved in this incident since it was not returned to us. The delivery system¿s manufacturing records could not be reviewed since the lot number for the affected product was not provided to st. Jude medical.

Manufacturer narrative:
The delivery system initially reported for this event was determined to be a non-st. Jude medical product.

Event description:
A non-sjm delivery cable was used with the 14/12 mm amplatzer duct occluder (ado). As the ado was being released from the non-sjm delivery cable, it fractured and a portion of the delivery cable remained in the ado. Surgery was required for removal of the ado with the fractured non-sjm delivery cable.